Event description:
Reporting status: malfunction. Reporting rationale: potential for injury exists based on the failure to deflate. Device issue: failure to deflate. It was reported that pre-dilatation was performed and then the guiding catheter was replaced with another one as the back-up support was not enough. The pixel stent delivery system (sds) was advanced to the lesion and the balloon was inflated by increasing the pressure from 12 atm to 14 atm, and then up to 16 atm. However, the pressure indication dropped suddenly while pressurizing at 16 atm. Thus, balloon rupture was suspected and and negative pressure was applied but the balloon remained inflated. Several attempts were made to deflate the balloon by applying positive and negative pressures. However, the balloon would not inflate nor deflate at all. Thus, the indeflator was replaced with a syringe and attempts were made to deflate the balloon, but failed. Then, with the balloon remaining inflated inside the stent, the 6f guiding catheter was engaged deeper proximal to the deployed stent. The shaft of the pixel sds was pulled with a substantial force when the shaft was pulled into the guiding catheter. The stent was fully expanded and remained stationary in the lesion. Reportedly, there were no adverse effects on the patient. No additional event or pt information is available.

Manufacturer narrative:
Results- quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the hub, hypotube, guide wire lumen, and balloon. There was contrast visible in the inflation lumen. The balloon was tightly folded. There was a tear and scrape on the back side of the guide wire exit notch for a length of 2 mm. There was no other damage noted on the sds. A new indeflator filled with water was used in an attempts to pressurize the sds when fluid leaked out the tear on the back side of the guide wire exit notch. The inflation lumen and guide wire lumen were cut 30 mm distal from the guide wire exit notch and the balloon was then pressurized to rbp. There was no balloon rupture noted. This product was sent to the lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.